Event description:
It was reported that customer experienced repeated cartridge alarms on tandem mobi pump, including confirmed cartridge alarm 34 on multiple dates in (B)(6) 2026, without any exposure to external magnets or occurrence during loading process. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump therapy, and technical support arranged shipment of replacement pump, confirmed warranty status and shipping details, provided instructions for placing problematic pump into storage mode and returning it within 10 days, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump, which customer understood and acknowledged.